Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the patient presented in-clinic for follow-up after receiving a vibratory patient notification, high, out of range high voltage lead impedance was observed. The lead was successfully capped and replaced on (B)(6) 2016. The patient was stable and in good condition.